Event description:
The customer reported that after their device was powered on, none of the buttons would respond when pressed. The device could not be used for defibrillation therapy if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to retire and remove this device from service. The customer will not be returning this device to physio-control for evaluation. The cause of the reported failure could not be determined.